Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported there was impedance on the lead. They stated that the ins was would not give a clear reading and malfunctioned again when connected to another lead. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient got in a car accident 29 days after implant and the ins malfunctioned. It was noted that the device was not working. Troubleshooting included an impedance check and the ins was replaced. It was clarified that the lead was fine, the patient was on program 2 at 1.0 amp, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.